Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that upon insertion of the catheter, no urine returned.

Manufacturer narrative:
Received 1 used coupe tip catheter with the original unit packaging. Visual inspection noted no obvious defects. A functional evaluation was performed via a flowrate test. The catheter balloon was inflated with 10cc's of water. While inflated, the flow rate was 228ml/min. The flowrate was found to be within specifications as the flowrate must be150ml/min minimum. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the device met specifications. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.